Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a "cgm related" issue with the pump. Customer technical support reviewed the alarm history with the patient which showed recurring cs 203 alerts, 30 minutes after start up using multiple sensors and another transmitter. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because of an unspecified pump issue.

Manufacturer narrative:
Follow-up #1: date of submission 10/12/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 09/20/2016 with the following findings: a review of the black box and cgm history showed no activity outside of normal use. During investigation, a test transmitter paired successfully with the pump. During testing, blood glucose (bg) value was set to 120 mg/dl twice within two hours. Both bg calibration requests entered successfully. The pump and transmitter were run over night with a steady reading of 115 mg/dl within +/- 20%. The complaint of a cgm failure issue was not duplicated during investigation. Unrelated to the original complaint, investigation revealed a crack in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).